Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on february 9, 2024. The pt reported one lead was damaged in a car accident and scar tissue prevented relocating the leads. The pt stated they have tried to have their doctor contact a manufacturer representative (rep) at their appointment to help determine why the pt was not receiving relief for months now. The pt has an appointment scheduled for (B)(6) 2024 and a rep confirmed they would be at that appointment.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, product type: lead. Other relevant device(s) are: product ID: 977a260. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they haven't received relief since months ago this year and they were in pain. Pt noted their healthcare provider (hcp) requested a mdt rep for further assistance. Patient services specialist reviewed role of representative and provided the patient with the nas number for their hcp office. Agent re-directed pt to their hcp. Additional information was received from the patient (pt). It was reported that the cause for their loss of relief was pt was rear ended in a car accident, it dislodged a lead, and they operated to try to fix it, but could not due to scar tissue. Pt reported they have made requests to mdt to recalibrate the leads, and the unit also keeps going off by itself. Pt noted the issue is not resolved.